Event description:
Report received indicated the patient experienced an itchy rash underneath the adhesive border. The patient experienced the condition during a period of less than 24 hours prior to complaint receipt. Patient used no skin preparation. Patient discontinued use and returned to competitor wafer. Condition resolved without treatment when using competitor wafer.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued 4/16/2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized 05/2011. The data presented is from three different product applications. The report states that there are no significant trends.